Event description:
During the paroxysmal atrial fibrillation procedure, an air embolism occurred which required medical intervention to stabilize the patient. The non-abbott needle (baylis rf needle) was inserted into the dilator and the transseptal puncture was performed. The non-abbott device (libero 15mm manufactured by japan lifeline) was inserted and air was aspirated when removing air. The sheath was pulled to the right atrium and the non-abbott device (snake manufactured by japan lifeline) was inserted into the sheath. Air entered the patient's entire right coronary artery and st elevation was noted. Air embolism was diagnosed using x-ray. The procedure was stopped and air aspiration was performed using a percutaneous coronary intervention catheter to stabilize the patient. The patient was transferred to the intensive care unit for observation and the patient has since be discharged.

Manufacturer narrative:
Corrected data: b5, h2, and h6.

Event description:
This report includes an update to health impact code.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath received for evaluation. The dilator assembly was also received. The reported event of an air leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported air leak remains unknown.